Event description:
Attempted to deploy a second clip but upon advancing the clip into the la, the clip detached spontaneously prior to initiating deployment. Team able to retract the clip across the ias and dragged it into the rt common femoral vein but could not remove it from the rt femoral vein. Transfer to operating room for right femoral vein cutdown, removal of foreign object, right femoral vein repair. Transferred to ICU for one day. FDA safety report ID# (B)(4).